Manufacturer narrative:
The contract manufacturer reviewed the dhrs for lots as030013-81 & as030014-129 and stated specifications were met. The lot number was reviewed by coloplast for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information provided by health (B)(6): perforation of the bladder during the operation. Vaginal pain up to the rectum. Frequent urination - (1h30-2 hours). Back pain, (sacrum, sacro iliac, coccyx, pelvic bone). Fangling in the legs. Lower abdominal pain. Pain in the groin. Urinary tract infections. Difficulties during sex.